Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing burning at the lead site. It was also reported that burning persists with stimulation on. Db analysis revealed no anomalies. The patient will undergo an scs system replacement as per physician's preference.

Event description:
A report was received that the patient was experiencing burning at the lead site. It was also reported that burning persists with stimulation on. Db analysis revealed no anomalies. The patient will undergo an scs system replacement as per physician's preference.